Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead with distal tip returned in one piece measuring 38.0 cm. External insulation abrasion due to friction to another device or feature of heart was noted breaching the outer insulation and exposing the outer coil at 1.5 cm to 2.4 cm, 5.3 cm to 5.5 cm, 5.7 cm to 5.8 cm and 21.4 cm to 21.8 cm from the distal tip.

Event description:
This report is to advise of an event observed during analysis.